Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was given antibiotics and the device was removed. The patient recovered without sequelae and plans to get reimplanted in the future.